Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 251 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/18/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 251 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 02/04/2019, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/18/2020 and open vial date is 01/15/2019. The meter memory was reviewed for previous test result history: result 1 :98mg/dl, date: (B)(6) 2019, time:11:16am, fasting; result 2 :128mg/dl, date:(B)(6) 2019, time:11:29am, fasting; result 3 :99mg/dl, date: (B)(6) 2019, time: 11:30am, fasting; result 4 :132mg/dl, date:(B)(6) 2019, time:10:58am, fasting; result 5 :93mg/dl, date: (B)(6) 2019, time:12:01am, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 2/19/2019 resulted in defect found; no response for returned test strips. Reported defect not reproduced with returned meter and test strip. Most likely underlying root cause of no response is due to missing sections of ptf ink and scratches crossing the electrodes in the conductive ptf ink area test strip UDI#: (B)(4). Note: manufacturer contacted customer on 2/13/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.